Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 38. Troubleshooting was performed and the alarm was cleared successfully but the rewind could not be completed. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version = 4.11 e retainer ring= black case type = ngp the pump was returned for pump error 38 alarm found on (B)(6) 2022. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, serial number label fading, end cap address label fading, scratched case, and pillowing keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Pump error 38 alarm occurred during rewind testing on pump's event date (B)(6) 2022 at time 11:27:46.000) and found multiple pump error 38 in the pump history. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, unable to perform required testing due to pump error 38 during rewind test. Customer alleged for pump error 38 alarm was confirmed during testing and due to corroded motor home switch. Moisture damage found on electronic assembly, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.